Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had lasik surgery on (B)(6) 2015 and required a secondary surgical procedure due to suboptimal results. Pre-op refraction from (B)(6) 2015: right eye: -4.02 -0.75 x 065, best corrected visual acuity (bcva) 20/20. Left eye: -4.25 -050 x 105, bcva 20/20. Post-op refraction from (B)(6) 2015: right eye: -1.50 bcva 20/20. Left eye: -2.00 sphere bcva 20/20. Post-op refraction from (B)(6) 2016: right: -2.00 -0.25 x 090, bcva 20/20. Left: -2.25 -0.25 x 090, bcva 20/20. An enhancement procedure was done in (B)(6) 2016. Post-op 1 day patient presented with a trace abrasion in right eye that was resolving. Post-op refraction from (B)(6) 2016: right: +0.25 -0.25 x 090 bcva 20/20. Left: +0.25 -0.25 x 090 bcva 20/20.